Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported burnishing. Review of the supplied x-rays did not reveal any evidence suggesting product error. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found of product error. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt revised for burnishing on backside of acetabular liner.